Event description:
On (B)(6) 2012, a caregiver for the lay user/patient contacted lifescan (lfs) alleging the patient was unable to perform a test using her onetouch ultra2 meter due to accessing the meter's set up mode. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue occurred at approximately 10pm, the night before she contacted lfs for assistance. The patient reportedly manages her diabetes with diet and exercise and continued with her usual diabetes management routine in response to the alleged issue. She claimed that approximately 8 hours after attempting to check her blood glucose, the patient developed symptoms of "hunger and shaking" but denied receiving any form of medical intervention. At the time of troubleshooting, the cca assisted the reporter with checking the meter's settings and retested, the issue was resolved with training. This complaint is being reported because the patient was allegedly unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.